Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reprocessing manual provides warnings about insufficient channel reprocessing. From the device inspection results by olympus korea co., ltd (okr), olympus medical systems corp. (Omsc) confirmed that foreign material had fallen into the water. Therefore, omsc concluded that when water was supplied to the auxiliary water channel during the leak test by okr, foreign material that was clogged in the auxiliary water channel exited. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient reprocessing of the auxiliary water channel, based on the contents of the reprocessing manual. Therefore, the user's handling may have deviated from the reprocessing manual. In addition, based on the information by okr that the auxiliary water channel was damaged, there is possibility that the auxiliary water channel could not be properly reprocessed due to the auxiliary water channel damage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to okr for evaluation. The reported event appeared to be caused by defect of the auxiliary water tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) (okr) and found that foreign material exited from the distal end of the device. There was no report of patient injury associated with this event.